Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for spinal pain. It was reported, per the explant primary physician, the patient's pump was removed due to pain at the pump site. No further information was provided. No further complications were reported or anticipated.